Event description:
It was reported that the customer went to the emergency room (ER) approximately 2 months ago, with a trace ketone level and blood glucose level ranged between 600-700 mg/dl. Cause was not known. Customer was treated with intravenous fluids of saline. Customer was discharged with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.